Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer filled the cartridge with 120 units of insulin and the pump declared there was no insulin left in the cartridge. Tandem technical support assisted the customer with reloading the cartridge. The customer was able to complete the load process and received an accurate fill estimate. There was no impact to the customer's blood glucose level.